Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the vela ventilator was showing transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.